Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was damaged caused/discovered during surgery. The ¿0-7¿ lead was very difficult to remove from the implant (even with the screw completely loosened). After significant effort, they were able to remove the lead, but there appeared to be damage (light fraying of the area in between contacts). It was also very difficult to seed this lead in the new ins. Despite a variety of efforts, could only seed the 0-3 contacts (4-7 remain out of the ins). The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 29-jun-2021, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.